Event description:
The manufacturer received information alleging a trilogy evo, international device was returned to a third-party service center due to the device displaying "ventilator inoperative" after the software was updated to v1.06.15.00. During the evaluation of the trilogy evo, international device at the service center, the service technician discovered error (error code 156) in the device error code log, and the system printed circuit assembly (pca) needs to be replaced due to this error. Additionally, the internal battery needs to be replaced due to pm assessments, and the air inlet foam filter, particulate filter, and muffler assembly need to be replaced due to 4-year pm. The in-line filter and in-line filter prox. Are contaminated with dust and the machine flow sensor is damaged. The device evaluation is still in process. If additional information is provided, a supplemental report will be submitted.